Event description:
According to the even description: "I arrive for my shift monday morning where the sgc has been set up for the above-mentioned patient. Actrapid is running at 49 iu per hour, and after about an hour the machine begins to alarm, indicating that potassium levels must be monitored, and the machine will not restart afterwards. Therefore, ut stops the sgc and instead administers actrapid using our own pump, but ut reduces the dose to 20 iu/h, as I felt the previous amount seemed high compared to earlier with the same patient. The patient had not achieved a blood glucose below 10 during the previous hours with the sgc. But one hour after actrapid is administered via our own pump and even with a reduced dose the blood glucose drops to 6.6. Ut then reduces the dose to 10 iu/h, and after a short time, the blood glucose is down to 5.5. Ut does not believe that the sgc delivered the amount of insulin the machine was set to deliver before it alarmed. If ut had continued with the amount the machine suggested, the patient."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313, k172831, k191910.